Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following event was found during a search of the maude database performed on 29 april 2020, report number 2029046-2019-03775: it was reported that a female patient underwent an ablation procedure paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade. Initially, caller reported that prior to the procedure, computed tomography was performed and during transseptal puncture, tamponade was diagnosed via an echocardiogram. Clarification was then received indicating tamponade was discovered towards the end of the procedure, after ablations were performed with the stsf catheter. Pericardiocentesis was performed by the physician to remove 1200 units of blood. Following pericardiocentesis, patient was reported as stable and was transferred to the intensive care unit for observation. Extended hospitalization was required to monitor health and to ensure the effusion stopped. The physician believes that the event may have been caused during the transseptal puncture, performed with a with an abbott brk needle.